Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive review and initial functional testing. The defective load cell module was replaced to remedy the fault. The top cover and battery lock were replaced, after which the platform passed all the final functional testing. During archive review, multiple error message ua 07 were noted around the customer reported event date. Both of the head restraints were noted to be broken/cut, confirming the reported complaint of broken restraint mounts. Bent battery lock was also observed during visual inspection, unrelated to the reported complaint. The cause of the physical damage was determined to be user handling. The platform failed the initial functional testing due to the error message ua 07 when powered on. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4).

Event description:
During training using manikin, the autopulse platform (sn: (B)(4)) was displaying an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer tried to clear the error message by shifting and re-positioning the manikin; however, the error message persisted. The platform also have a broken restraint mounts. No patient was involved.